Event description:
It was reported the patient had lost stimulation. As a result, the patient's ipg was explanted and replaced (with a different model) due to losing stimulation. Therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The supplement emdr was submitted to the FDA on tuesday, (B)(4). The required filing was due to the FDA no later than saturday, (B)(4). The FDA was contacted on thursday, (B)(4), approximately 48 hours after submitting the report to attempt to retrieve the 3rd ack (FDA final confirmation of receipt). Again, on (B)(4) 2015 the FDA was notified of the missing 3rd ack. The final 3rd ack was received at 9pm cst on tuesday, (B)(4) 2015 from the FDA. However, the report failed due to an invalid device evaluation code. Due to the delay in delivery of the 3rd ack, sjm did not have the opportunity to correct and resubmit the report to comply with the required 30-day reporting timeframe. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Field advisory #: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).